Event description:
It was reported the procedure was to treat a 70% stenosed lesion in the left circumflex (lcx) artery. The 3.5x18mm rx xience pro a stent delivery system (sds) was advanced to the target lesion; however, the stent was noted to be puffing. Therefore, sds was removed from the patient. An xience alpine stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis found the balloon was loosely folded and the stent implant was returned partially expanded and loosely on the balloon. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during advancement of the stent delivery system (sds), the stent appeared to be ¿puffing¿ (material deformation). Analysis of the return device confirmed the stent deformation and noted that the stent was partially inflated. The balloon was also noted to show signs of pressurization. It is likely that the balloon was inadvertently pressurized. A partially inflated stent/balloon would impact its maneuverability, resulting in interaction with the anatomy and contributing to the stent deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B5 correction: describe event or problem: device name updated

Event description:
Subsequent to the previously filed report, the description of the device was changed from a 3.5x18mm rx xience pro a stent delivery system (sds) to a 3.5x18mm xience alpine stent delivery system (sds). No additional information was provided.